Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: supplier ¿ mark two engineering (fathom) / inspected and packaged by: monument release to warehouse date: 10-apr-2023, expiration date: 01-mar-2033, part number: 03.404.018s-us, 11.0mm reamer head for ria 2-sterile, lot number: 5427p44 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label logs (plls) lppfs rev a, lmds rev b were reviewed and determined to be conforming after rework. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25168 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m018, ria ii reamer head 11.0mm lot number: 4450p91 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from fathom (mark two engineering) dated 24-mar-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 23-feb-2023 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 50.3 and 52.5 hrc. Raw material certification supplied to mark two engineering from banner medical dated 17-jan-2023 was reviewed and determined to be conforming. Raw material certificate of tests supplied to banner medical from carpenter dated 02-dec-2022 was reviewed and determined to be conforming. Device history review: 09-aug-2023: DHR reviewed by: jbucci this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6)2023, that the dr. Began to make the milling with the head when removing the system for changing the cutter for a larger diameter. It is evident that the cutter does not have its anchor pads, and at the tip of the hose, it is observed that its metal component is loose. This report is for one (1) reamer head f/ria 2 ø11 this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.